Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that there were several surveillances shifts while capturing fluoroscopy shots and that while navigating there was a recorded drb shift. After the user receives this type of warning, it is recommended that the user performs an anatomical landmark check as a drb shift can lead to the misplacement of screws. If the anatomical landmark check is accurate, this indicates that the surveillance marker moved. In this instance, the user did not make note of performing an anatomical landmark check and case logs do indicate that surveillance was cleared and repaired after the warning. Screws were replaced intraoperatively and there were no reported adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and touched the spinal cord while placing the screw.